Event description:
Device malfunction: dislodged stent. Time of device malfunction: prior to stenting procedure. Symptoms/ae: none. It was reported that during preparation of the promus stent system, the device was removed from the sealed package, the indeflator was attached to the hub, and negative was drawn. The protective sleeve from the distal end of the catheter was removed; however, it appeared that the stent was not crimped to the balloon and dislodged proximally on the distal end of the catheter. Reportedly, the balloon may have been inflated as the stent appeared to be fully deployed when the sleeve was removed. A 2.25 x 12 mm promus was implanted successfully. There was no pt involvement. No add'l info was provided. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all add'l relevant info.